Event description:
Customer stated that the insulin pump had a cracked reservoir window and a cracked display screen. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube near the reservoir tube window, cracked reservoir tube lip and a cracked case at a display window corner. No crack was noted on the display window, glass, or reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.